Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator change for normal battery depletion, insulation breach was observed on lv lead. Lv lead was capped and replaced on (B)(6) 2019. Patient was stable through out the procedure.